Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured, as the customer's weight was not provided. The device lot # and expiration date were not provided. Therefore, no information was captured, and the device manufacture date could not be determined.

Event description:
The customer alleged that the lot #, and the expiration date were missing from the bottle of the contour next control solution. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device or pictures for evaluation. Based on part # 83624818 of the suspected contour next control solution provided by the customer, no issue were found with the labeling. It was also verified that any artwork that does not meet standards gets rejected during the build.